Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: ivf leaking at proximal end of tpn filter near red clamp.

Manufacturer narrative:
Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA via medwatch uf/importer report #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: ivf leaking at proximal end of tpn filter near red clamp.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 11-jul-2022. H6: investigation summary: samples were received and tested by our quality team. The sets presented with leaks in filters just like the customer described- this verified the complaint. The cause for these leaks is unknown but our manufacturing and r&d teams are aware of this and diligently working to solve the issue of filter leaks. The sets and filters were then sent to the filter manufacturer in italy where they were washed to remove any biological material or substance left from clinical use. Once the filters and their respective membranes were cleaned completely, the supplier reported no leakage or issues with the sets whatsoever. The filters were tested using pressurized infusion and forced leaks were only noticed at pressures high above any that would be used in clinical setting. Visual analyses under microscope also confirmed that there were no abnormalities in any of these filters or sets. This failure remains an unknown root cause but our engineers and researchers are working diligently to eliminate reoccurrence. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10.